Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a non-critical alarm occurred. The alarm was due to a low reservoir volume reached. The patient missed their refill appointment on (B)(6). The low reservoir alarm was on (B)(6). Telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The patient went in for a refill on (B)(6) 2013. The patient did not have any adverse symptoms. The hcp attempted to update the pump but it was not allowing hcp to update. Troubleshooting was performed and the pump was updated. The pump was delivering compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was later reported the cause of the event was the patient went for a refill after the alarm date. There was no injury. The pump was delivering lioresal.